Manufacturer narrative:
Investigation included review of the device history through complaint handling and verification of the alert on the device. Investigation of this case revealed a reported stalled motor condition occurring consecutively. It was concluded that the event was related to a device mechanical malfunction of the pump motor, with the device replaced.

Event description:
It was reported that an ilet user experienced repeated alert 38 motor stall events that were not resolved after priming and rewinding, including alerts that recurred after device restarts, which led to shipment of a replacement device. Symptoms included no reported adverse physiological effects. Outcomes included no reported impact on health, no medical intervention, and no hospitalization.